Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was limb occlusion on the bifurcated stent graft. The patient will be monitored. No additional clinical sequelae were reported. The physician commented that a bare stent had not been implanted because the device was landed on the external iliac artery. Percutaneous transluminal angioplasty is planned as treatment.

Event description:
Additional information was received as follows: it was reported that the endurant 16/13/124 was implanted but it was not long enough and landed short of the right external iliac artery landing zone. An endurant 13/13/82 was added to extend on the right side. The junction site of the two sent grafts covered the external iliac artery. During the index procedure, pta was performed and a bare metal stent was not implanted, which may have led to the narrowing of the vessel. Thrombectomy with a fogarty catheter was performed followed by pta and bare metal stent implantation and this successfully resolved the occlusion approximately 27 months post implant.